Manufacturer narrative:
Updated field: e1- initial reporter email.

Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced hypotension and a hemorrhagic stroke. An enroute transcarotid stent was selected for use in a right sided tcar procedure. The procedure was performed according to plan with no notable issues. Post procedure, the patient was showing signs of hypotension and was treated for that. Approximately 3-4 hours post tcar, the patient began to experience stroke symptoms. The patient was taken for a computed tomography (CT), which revealed a subarachnoid bleed in addition to what was believed to be an active subclavian vein bleed. The patient was returned to the operating room, where it was confirmed that the subclavian artery was not the source of bleeding. Instead, the bleeding was localized to the surgical cutdown site. The surgeon had made a slightly lateral incision, which may have resulted in an inadvertent nick to the subclavian vein during vascular access. Additional information indicated that the patient was on triple therapy; eliquis (for pre-existing atrial fibrillation), aspirin, and clopidogrel, and it was suggested that aspirin was the most likely contributor to the bleeding complication. At the time of reporting, the patient was neurologically intact.

Event description:
Was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced hypotension and a hemorrhagic stroke. An enroute transcarotid stent was selected for use in a right sided tcar procedure. The procedure was performed according to plan with no notable issues. Post procedure, the patient was showing signs of hypotension and was treated for that. Approximately 3-4 hours post tcar, the patient began to experience stroke symptoms. The patient was taken for a computed tomography (CT), which revealed a subarachnoid bleed in addition to what was believed to be an active subclavian vein bleed. The patient was returned to the operating room, where it was confirmed that the subclavian artery was not the source of bleeding. Instead, the bleeding was localized to the surgical cutdown site. The surgeon had made a slightly lateral incision, which may have resulted in an inadvertent nick to the subclavian vein during vascular access. Additional information indicated that the patient was on triple therapy; eliquis (for pre-existing atrial fibrillation), aspirin, and clopidogrel, and it was suggested that aspirin was the most likely contributor to the bleeding complication. At the time of reporting, the patient was neurologically intact.

Event description:
Was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced hypotension and a hemorrhagic stroke. An enroute transcarotid stent was selected for use in a right sided tcar procedure. The procedure was performed according to plan with no notable issues. Post procedure, the patient was showing signs of hypotension and was treated for that. Approximately 3-4 hours post tcar, the patient began to experience stroke symptoms. The patient was taken for a computed tomography (CT), which revealed a subarachnoid bleed in addition to what was believed to be an active subclavian vein bleed. The patient was returned to the operating room, where it was confirmed that the subclavian artery was not the source of bleeding. Instead, the bleeding was localized to the surgical cutdown site. The surgeon had made a slightly lateral incision, which may have resulted in an inadvertent nick to the subclavian vein during vascular access. Additional information indicated that the patient was on triple therapy; eliquis (for pre-existing atrial fibrillation), aspirin, and clopidogrel, and it was suggested that aspirin was the most likely contributor to the bleeding complication. At the time of reporting, the patient was neurologically intact.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.